Event description:
Defective access tip. Photo shows a damaged/molding issue with the access tip. Additional details requested. No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, excess pieces of plastic are observed on the end of the access tip, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for reported lot 0001349659 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. General wear on the manufacturing equipment can contribute to this defect. While we were not able to identify a direct issue, a corrective action project has been initiated to further investigate and address this failure. Increased inspections will be performed and additional training will be implemented with all personnel. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No consequences or impact to patient.

Event description:
Defective access tip. Photo shows a damaged/molding issue with the access tip. Additional details requested. No additional information received.